Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that water tightness was lost due to a pinhole on the bending section cover. In addition to the foreign material found clogging the nozzle, it was also found that the adhesive on the bending section cover had a white clouded area; and there was a scratch on the connective tube. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer also flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had a pinhole. There was no report of patient harm. The device was returned, evaluated, and a foreign material was found clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): the instruction manual gif-1200n operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif-1200n reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.